Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the helix difficulty. Testing was completed to assess lead electrical performance and wire insertion. Measurements throughout these tests were within normal limits. Visual inspection showed that the polytetrafluoroethylene insulation was bunched, and conductor resistance-shock coils were deformed due to the bunching which likely resulted from friction force when the lead was passed through a constricted space. Furthermore, this type of damage has been deemed a design issue.

Event description:
It was reported that this brady lead was attempted in the right ventricle apical area. The lead was not successfully implanted as the helix did not extend gradually and kept popping out of the end of the lead even when being turned slowly. A new lead with the same model was implanted. No adverse patient effects were reported.